Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. A definitive root cause cannot be determined; however, it is most likely operational context contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the subject device was explanted at implant due to a small tear in the anterior mitral valve leaflet that required repair. A non-edwards valve was implanted in replacement. Per obtained information, the surgeon debrided more calcium from the annulus. Surgeon resized, and thought that a 23mm valve would be a good fit. The edwards representative at the case, cautioned the surgeon that the device was a tight fit, but surgeon felt that the 23mm valve would work well. The subject device was prepped by the staff, and handed off to surgeon. The surgeon had the valve down in the annulus and was seating it. It was noted then that the balloon plunger on the delivery system, had already been advanced. It was advised to pull it back until ready to inflate balloon/ deploy stent frame, which the surgeon did. Valve was seated without issues, and balloon was re-advanced, and stent was deployed with 4.5atm pressure, for 10 sec. Valve holder sites were cut away, and delivery system was removed. Upon inspection below the leaflets, it was noted that there was a small tear in the anterior mitral valve leaflet. Therefore, the subject device was explanted, and the mitral valve leaflet repaired with a core matrix patch.